Event description:
Baxter japan reported the pt adapter of the transfer set became detached from the titanium adapter. This was noted during use with no pt injury or medical intervention reported according to the complaint coordinator.